Event description:
It was reported that the implantable neurostimulator (ins) was implanted 14 days after the use by date.

Manufacturer narrative:
Concomitant medical products: product ID 39286-30, lot# va0pf61001, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).